Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The caller stated that the buttons were unresponsive. Advised to remove and to insert a new battery, but an alarm occurred. Instructed the customer to let the device rest for two hours and call back. The customer did call and stated that the device continued having a frozen display. The blood glucose reading was 102mg/dl. Advised that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display noted. Unable to verify battery out limit alarm due to no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.